Manufacturer narrative:
Ibed cable.

Event description:
It was reported by service report that the left ibed cable on the foot end is bad. It is unk if there was pt involvement or if there are adverse consequences to report.